Event description:
It was reported that during the preloaded intraocular lens (iol) injection process, the optical part of the lens was detected to be ruptured. The lens was immediately removed from the patient's eye upon noticing the break. The incident did not cause any damage to the patient, as it was confirm that the iol removal was performed without complications. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: n/a, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: n/a, as lens was removed/replaced in the initial surgery. Section e1 - telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and no product quality deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 27-may-2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection revealed that the cartridge tip was damaged. The lens module, plunger rod, and handpiece were evaluated; no issues were identified. The lens was visually inspected and found to be cut and coated in viscoelastic residue. The lens was cleaned and inspected, revealing that the lens was torn with the torn portion missing. Damage on the surface of the lens was also observed. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.